Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0mmx38mm, eccentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.